Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D23518) inserted for female sterilisation. The patient's medical history included right lower quadrant pain, female sterilization and pelvic adhesions. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: there were 1 trailing coils visible on the right side and 3 coils on the left side. Batch no d23518, production date 2014-10-24, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D23518) inserted for female sterilisation. The patient's medical history included right lower quadrant pain, sterilization and pelvic adhesions. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: there were 1 trailing coils visible on the right side and 3 coils on the left side. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received: lot number, medical history, insertion and removal date of essure, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('normal uterus with essure fragment visible subserosal right uterine cornu') in an adult female patient who had essure (batch no. D23518) inserted for female sterilisation. The patient's medical history included right lower quadrant pain, female sterilization, pelvic adhesions, abdominal adhesions and adenomyosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy with da vinci, lysis of adhesions and surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: there were 1 trailing coils visible on the right side and 3 coils on the left side. Batch no d23518, production date 2014-10-24, expiration date 2017-10-28. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2021: mr received. Other relevant history, event : " normal uterus with essure fragment visible subserosal right uterine cornu " added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('normal uterus with essure fragment visible subserosal right uterine cornu') and embedded device ('essure fragment visible subserosal right uterine cornu') in an adult female patient who had essure (batch no. D23518) inserted for female sterilisation. The patient's medical history included right lower quadrant pain, female sterilization, pelvic adhesions, abdominal adhesions and adenomyosis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy with da vinci, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage, embedded device and pelvic pain to be related to essure. The reporter commented: there were 1 trailing coils visible on the right side and 3 coils on the left side. Batch no: d23518. Production date: 2014-10-24. Expiration date: 2017-10-28. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-aug-2021: quality safety evaluation of product technical complaint. Event : essure fragment visible subserosal right uterine cornu split and new event added: embedded device. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.